Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance on the right ventricular (rv) channel. It was noted that the patient underwent a magnetic resonance imaging (MRI). It was noted that the lead test was performed, and the impedance was within range and noise could not be created. The device was reprogrammed. Ts advised potential further actions. The plan is to monitor the patient. The device remains in use. No adverse patient effects were reported.